Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly in the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. The delivery device was returned without the loading device. The tension spring assembly and anchor tab were inside the delivery tube. The seal, tether and plastic covered area of the tension spring were extended outside the delivery tube. The delivery tube was buckled slightly immediately below the bottom of the delivery piston. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Based on the evaluation, the complaint for "failure to load" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).